Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective pain relief from the scs system. Reprogramming was unable to resolve the issue. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. The patient will follow-up with the company representative as the next course of action.

Event description:
Follow-up information revealed effective therapy was restored following the procedure and the issue is resolved.